Event description:
It was reported that during preparation for a coronary intervention procedure, a crack or leak was noted on the catheter. A spiroflex® angiojet catheter was selected. When priming the catheter during preparation, a crack or leak was noticed at the transition from the catheter to the "stiffer" tubing. This device never entered the patient. The procedure was completed with another of the same device. No patient complication were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed no damage or irregularities to the out or inner shafts. A visual and tactile examination presented no damage or irregularity noted in the hypotube or supply line. Functional testing was performed and the catheter was successfully primed and pumped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation for a coronary intervention procedure, a crack or leak was noted on the catheter. A spiroflex angiojet catheter was selected. When priming the catheter during preparation, a crack or leak was noticed at the transition from the catheter to the "stiffer" tubing. This device never entered the patient. The procedure was completed with another of the same device. No patient complication were reported.

Manufacturer narrative:
(B)(4).